Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's cephalic vein was dissected during lead introduction procedure. The lead could not be directed inside the vein due to resistance by the retraction of the helix. This caused hindrance in evolution and withdrawal of the lead which was forcefully extracted from the patient. Patient was stable post procedure and no adverse events were reported.